Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.0 inr. At 11:45 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.7 inr. The patient believed the method used in the laboratory was abbott celite activated clotting time (h-d-phenylalanyl-pipecolic and arginine nh-c6h4) on an I-stat system, but this could not be confirmed. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or change in medication based on the meter result. The patient is currently feeling okay and is experiencing a cold. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The patient is anemic, with a hematocrit of 30.8 % as of (B)(6) 2018. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not been changed. The patient states he is not taking any new medications, but is taking over the counter mucinex medication and cough medicine for a cold. The patient did not have any changes in diet and did not have a special or unusual diet. The patient did not have any unusual bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and remaining test strips were provided for investigation where they were tested using retention controls and retention test strip. Testing results (qc range = 1.9 - 2.9 inr): returned strip vial: qc 1: 2.5 inr, qc 2: 2.4 inr. Retention strip vial: qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4.0%. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.